Manufacturer narrative:
Per previous investigations conducted for the same reported issue, the following are potential causes of the event: placement too near the nerve, causing an overstimulation/shocking sensation. Waa programming parameters set too high, causing an overstimulation/shocking sensation the exact cause of unintended stimulation could not be confirm.

Event description:
The patient reported feeling a shock on two different occasions. The patient initially wanted the device to be explanted but decided to have it reprogrammed instead.